Event description:
This report is subject device 1 and is related to device 2 on MDR 3011632150-2025-00017. On the (B)(6) 2025 it was reported to a veryan sales representative that during a procedure a 6 x 150mm biomimics stent didn't release distal to the knee joint space. Due to the high friction caused by the anatomical situation, the biomimics stent (the subject of this report) can only be released a few millimetres, even though the retraction system for the sheath is already at the stop. The biomimics stent was completely removed. This is successful because only a few millimetres protrude proximally from the sheath. A new biomimics stent of the same size is inserted (the subject of report MDR 3011632150-2025-00017). This can be released by 2 cm and then no longer moves. When this stent is withdrawn, it tears off in the middle afs. The carrier system with the distal end of the stent can be retrieved. (Both biomimics stents are sent to the manufacturer). Re-inserted the trailblazer catheter over the horizontal amplatz wire and insert a thruway 18 wire. Insertion of a supera 5-100 mm stent. The supera stent can be released easily. Due to the currently unavailable long length of the supera, it is extended proximally with a 5-80 and 5-60 supera. The torn biomimic is fixed to the wall. The motion segment is still not bridged in this localization, so that further proximal predilation is performed step by step with a 5.5-40 mm sterling balloon. Proximal extension with a 5.5-150 mm supera stent. As expected, relative constrictions remain at the level of the massive wall calcifications. The amplatz wire is then inserted again and extended proximally with a 6-140 and a 7-40 mm zilver stent. Modeling with a 5-200 mm armada balloon over the entire bridged vessel section, proximally with a 6-120 mm armada. The control series shows a regular antegrade inflow into the superficial femoral popliteal artery and anterior tibial artery without new emboli. Retraction of the sheath into the external iliac artery. As the pre-dilated stenosis is relatively close to the motion segment, a self-expanding stent (zilver 10-40 mm) is inserted and dilated with an armada 8-40 mm, despite the high calcification load. The lumen is well restored with a residual waistline as expected. Withdrawal of sheath and catheter. Closure of the femoral puncture site with a mynx system. Pressure bandage. The venous sheath of the right common femoral vein is left in place. It was noted (by the physician) that this was very complex revascularization of the left iliac artery and femoral axis with extremely high calcification and long-distance occlusion of the afs. By subintimal recanalization and implantation of multiple stents, an antegrade flow in the afs up to the popliteal artery can be restored. Pelvic stenosis of the left external iliac artery can also be eliminated by stent angioplasty. Overall significant improvement in arterial inflow into the leg.

Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.

Manufacturer narrative:
Complaint complete and event remains reportable. A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on feedback in this case, as well as the investigation of the returned devices, it is understood that increased resistance was experienced during the deployments in this case, which resulted in failures of the bifurcation hub to outer braid bonds. When bond failure is seen, it suggests that a significantly high deployment force occurred. Additional physical evidence in the returned devices; the braid lengths being elongated outside of their specifications, supports that the deployment force was high in this case. Therefore, the investigation concludes that this is a 'partial deployment' case, which was caused by increased resistance during deployment, and the complaint is not related to a deficiency with the device. Feedback in this case indicated that the physician elected to go subintimal, forming a subintimal lumen along the whole length of the sfa, before re-entering the vessel lumen at the popliteal artery. The choice to use subintimal recanalization is at the discretion of the physician. However, it is possible that the subintimal lumen created by the physician was narrow in comparison to a vessel lumen. A reduced lumen size would create increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Therefore, a reduced lumen size would could have contributed to the deployment difficulties seen in this case. The root cause of the high deployment force in this case is the anatomical conditions of the patient. Based on the feedback from the site, as well as the angiographic image review, it is understood that the patient anatomy included tortuosity in the iliac arteries as well as total occlusion at the target site. These factors would have contributed to increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Veryan is aware that difficult anatomical conditions can contribute to increased resistance during deployment, as was the case in this complaint. Ufmeca-1 version 19.0 line items #99-113 documents the potential hazardous situations associated with resistance being present during deployment.